Event description:
ECG interconnect cable, connected to hewlett packard bedside monitor and a defibrillator/pacemaker unit. Pacer was on. The defibrillator/pacer module was showing pacer spike, but hp bedside monitor not showing capture. This occurred on one male pt and one female pt. The pacer display showed pacer spikes on both pts.